Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was exercising and received three shocks. Difficulty was experienced interrogating the device, however was resolved with troubleshooting. Review of the episodes revealed small signal amplitudes with no clear pattern to oversensing. The device was reprogrammed to mitigate the inappropriate therapy. No adverse patient effects were reported.